Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. The fse tried to downgrade the e-200 iesu version, but the issue persisted. The fse replaced e-200 iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that e-200 integrated electrosurgical unit (iesu) failed to deliver energy output. The csr stated that even when the cable was connected, the connector showed a white light and the wattage display was greyed out. The tse had the customer perform a hard power cycle of the tower, but the issue persisted. The customer then proceeded with training without the e-200 iesu. There was no report of patient involvement.